Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. Customer care team have asked the customer if they would be willing to return product back in exchange for a refund however customer is unresponsive therefore no further information is available at this time. If any information is received from the customer, which supports the investigation, a follow up report will be sent.

Event description:
Customer reported on 10 feb 2024 from be alleging the elvie pump has caused her mastitis and result in not having enough milk. Customer was prescribed antibiotics.